Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.